Manufacturer narrative:
As reported, while using a palmaz genesis 29 x 90 bil 80 stent, it was reported that while advancing towards the lesion the stent was noticed to have slid back on the balloon. During removal of the device it was noted that the stent hung up on the valve of the sheath; therefore, the sheath and stent delivery system (sds) were carefully removed together. A new 7f cordis brite tip sheath and palmaz 135cm stent of the same size was used to complete the case. The intended lesion was at the iliac bifurcation. The lesion was measured to be 9-9.5mm with about a 70% stenosis. The lesion/vessel was not calcified or did not have any tortuosity. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped per the IFU without difficulty. The stent was not manipulated during the prep. The stent appeared to be properly mounted on the system when device was inspected. The balloon was not inflated prior to inserting the device into the patient nor was negative pressure applied to the balloon. A non-cordis .035 wire was used during the procedure. There was no resistance/friction experienced while inserting the device into the rotating hemostatic valve. There was no difficulty noted while advancing the sds towards the lesion. The sds crossed the lesion without difficulty. The catheter was never in an acute bend during the procedure. The inflation device was in a neutral position during advancement. The diameter of the unconstrained stent size was .5-1mm bigger than the vessel diameter. The product was returned for analysis. A non-sterile unit of long genesis / pro 29 x 90 bil 80cm stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis a 7 fr csi was included with the stent inside of the cannula. The balloon was received deflated with struts marks on the surface of the balloon where the stent was originally crimped. The stent was removed from the csi and no damages or anomalies were observed. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. The returned stent was inspected, and no anomalies or damages were observed. A product history record (phr) review of lot 82208532 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a 70% stenosis) may have contributed to the event. However, the stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ this device is not indicated for vascular usage therefore this is considered off label use. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a palmaz genesis 29 x 90 bil 80 stent, it was reported that while advancing towards the lesion the stent was noticed to have slid back on the balloon. During removal of the device it was noted that the stent hung up on the valve of the sheath; therefore, the sheath and stent delivery system (sds) were carefully removed together. A new 7f cordis brite tip sheath and palmaz 135cm stent of the same size was used to complete the case. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped per the IFU without difficulty. The stent was not manipulated during the prep. The stent appeared to be properly mounted on the system when device was inspected. The balloon was not inflated prior to inserting the device into the patient nor was negative pressure applied to the balloon. A non-cordis .035 wire was used during the procedure. The intended lesion was at the iliac bifurcation. The lesion was measured to be 9-9.5mm with about a 70% stenosis. The lesion/vessel was not calcified or did not have any tortuosity. There was no resistance/friction experienced while inserting the device into the rotating hemostatic valve. There was no difficulty noted while advancing the sds towards the lesion. The sds crossed the lesion without difficulty. The catheter was never in an acute bend during the procedure. The inflation device was in a neutral position during advancement. The diameter of the unconstrained stent size was .5-1mm bigger than the vessel diameter. The device will be returned for evaluation